Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe lower back pain"), menstrual disorder ("abnormal menstrual bleeding"), weight increased ("weight gain"), migraine ("migraines") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (total hysterectomy with bilateral salpingo-oophorectomy on (B)(6) 2013). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, back pain, menstrual disorder, weight increased, migraine and procedural pain outcome was unknown. The reporter considered back pain, genital haemorrhage, menstrual disorder, migraine, pelvic pain, procedural pain and weight increased to be related to essure (ess205). The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: confirming full occlusion of fallopian tubes. Company causality comment incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("heavy bleeding") in a 32-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst (right). In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced weight increased ("weight gain/ weight gain"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced uterine leiomyoma ("tumor / teratoma / cancer type: multiple uterine fibroids"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("severe lower back pain"), menstrual disorder ("abnormal menstrual bleeding"), migraine ("migraines"), procedural pain ("painful post-operative recovery"), headache ("headaches") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (total hysterectomy with bilateral salpingo-oophorectomy on (B)(6) 2013) and surgery (in 2010 underwent ablation). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, back pain, menstrual disorder, weight increased, migraine, procedural pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, headache, uterine leiomyoma and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, procedural pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Patient most of the pain resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: confirming full occlusion of fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- menorrhagia; uterine fibroids,pelvic pain " most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding(vaginal), abnormal bleeding(menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), headaches, tumor / teratoma / cancer type: multiple uterine fibroids, lower abdominal pain" added from pfs. On 28-feb-2018: reporter, concomittant condition added from medical record. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.